Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device powered up without display. Complainant indicated that the clinician was able to obtain another device to continue monitoring the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.